Manufacturer narrative:
Device evaluated by MFR: synergy ii us, mr, 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a shaft polymer extrusion break at 5mm proximal of the port site entry and several kinks along the extrusion were also noted. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cones were reviewed and no issue was noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. After pre-dilatation with a 2.5mm emerge mr balloon catheter, a 2.75 x 28 synergy ii drug-eluting stent was advanced, but failed to cross the lesion. Upon withdrawal of the device out of the guide catheter, the device became stuck in the guide catheter and the shaft fractured approximately halfway up the shaft. The device was completely removed with the guide catheter at the same time. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. After pre-dilatation with a 2.5mm emerge mr balloon catheter, a 2.75 x 28 synergy ii drug-eluting stent was advanced, but failed to cross the lesion. Upon withdrawal of the device out of the guide catheter, the device became stuck in the guide catheter and the shaft fractured approximately halfway up the shaft. The device was completely removed with the guide catheter at the same time. No patient complications were reported and the patient's status was fine.